Event description:
It was reported by the nurse that the pt had a tesio catheter removed because the football portion of the catheter became loose and was sliding on the catheter. During the dialysis treatment, the lumen was protruding from the exit site but the football cuff was not seen. An x-ray was taken and the football cuff was still in the subcutaneous tissue.